Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR report: 1627487-2014-02138 and 1627487-2014-02139. It was reported the pt underwent surgical intervention to reposition the pt's scs ipg. The pt complained of pain, discomfort and shocking sensation at the ipg site. In addition, the pt was experiencing ineffective stimulation. It was found the ipg had migrated and one of the pt's scs lead had partially disconnected from the ipg. Also, the pt's other lead was found to have high impedances and not other working. The disconnected lead was reconnected and the pt reported receiving effective stimulation postoperative. Effective stimulation was restored using only one lead.